Event description:
It was reported to manufacturer that the serial adapter cable connection was loose and the physician had to hold it up in order for the programming system to function properly. A new serial adapter cable was sent to the site and the problem resolved with the new cable. Attempts to obtain the non-working cable for analysis have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.